Event description:
It was reported that during a surgical procedure at the user facility, the bottom of the duraguard was not aligned. The user facility reported that the procedure was completed successfully without a delay. The user facility also reported that there were no adverse consequences or medical interventions.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that during a surgical procedure at the user facility, the bottom of the duraguard was not aligned, and that the dura matter was ripped. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical interventions. Stryker has been unable obtain additional information from the facility on details surrounding how the dura tear was treated. Upon investigation and consultation with stryker¿s medical expert it was determined that this incident involving a torn dura would necessitate intervention to preclude permanent impairment.

Event description:
It was reported that during a surgical procedure at the user facility, the bottom of the duraguard was not aligned. The surgeon at the user facility reported that he ripped the dura matter during a case. The user facility reported that the procedure was completed successfully without a delay, and that there were no adverse consequences or medical interventions.